Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the patient showed anaphylactic symptoms (decrease of blood pressure) during operation following the placement of the catheter. There was no redness of the skin around the catheter. Per additional information received from (B)(4) on 7-dec-2018, the type of operation that was carried out on the patient is currently unknown. The duration of the blood pressure decreasing is unknown. The patients blood pressure was not decreasing prior to the placement of the catheter. Per additional information received from (B)(4) on 11-dec-2018, the names of the medications provided are unknown. Allegedly, the event was not caused by latex, but it is unknown what caused the event.